Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the pericardial effusion and tamponade requiring treatment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve and grasping performed. The patients blood pressure dropped and tamponade was noted. The cds was removed and periocardiocentesis was performed. The cause of the effusion is unknown; however, the physician believed that it may have been caused by the cds. The procedure was aborted with the mr remaining at 4. The patient was stable post procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a conclusive cause for the reported cardiac tamponade and pericardial effusion, and the relationship to the product, if any, cannot be determined. The reported patient effects of cardiac tamponade and pericardial effusion are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.